Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the rear wheel was destroyed and the bearing was missing.